Manufacturer narrative:
Analysis: this unit was serviced in the field. The unit was then verified/tested. No repair was necessary. In addition to servicing, the device log was analyzed. Based on the event description and the log data, there was no evidence of a system malfunction. Conclusion: our investigation thus far indicates that the low pr3 was likely caused by an occlusion of the withdrawal catheter which, in turn, may have been due to a limited volume of perfusate in the cavity in combination with a less than optimal catheter placement. Based on the analysis conducted thus far, we have determined that the device was operating in conformance with its specifications and did not malfunction. An investigation into the incident is ongoing, and we will submit a supplemental MDR upon conclusion of the investigation.

Event description:
(B)(6) reported a complaint relating to use of the performer ht, a perfusion systems intended to provide isolated hyperthermic perfusion in the thoracic or peritoneal cavity by means of extra-corporeal circulation of warmed, physiologically compatible sterile solution, according to a protocol to be selected by the physician. The complaint stated that, during use of the device, patient outlet pressure (pr3) was low, causing the pump to stop working. After switching flow, and restarting the machine, circulation to the patient was resumed. The patient suffered no adverse consequences as a result of this event.